Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was having difficulty sending data from the implantable cardiac monitor via bluetooth connection. Upon examining previous device data on merlin.net, it was discovered that the device had low battery life. On (B)(6) 2020, the patient presented in clinic and had the device interrogated in person. All device readings including battery longevity appeared normal when interrogated. The patient was then provided with a mobile device monitor and the implantable cardiac monitor was successfully paired. There were no adverse consequences to the patient.